Event description:
It was reported that during an interventional procedure to treat an ami pt, the stent delivery system (sds) was pressurized to 9 atm, and contrast was observed leaking from the distal tip. After removal from the anatomy, the balloon was observed to have ruptured. Angiography revealed partial occlusion distal to the stent, which was deployed in the proximal lad. Post-dilatation was performed, but did not resolve the occlusion. St segment elevations were observed on EKG, and the decision was made to transfer the pt to another hosp for open-heart surgery. The physician was not able to determine whether the balloon burst was related to the occlusion.